Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a significant smoke and difficult to see cautery tip when smoke evac is extended. Operating room staff's asthma is worsened and patient had burns due to poor visualization of the tip.